Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation procedure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced infection ("infection"), pyrexia ("high fever") and headache ("headache"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, infection, pyrexia and headache outcome was unknown. The reporter considered endometrial ablation, headache, infection, medical device removal and pyrexia to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal, endometrial ablation, infection, pyrexia, headache. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('endometrial ablation procedure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced infection ("infection"), pyrexia ("high fever") and headache ("headache"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, infection, pyrexia and headache outcome was unknown. The reporter considered endometrial ablation, headache, infection, medical device removal and pyrexia to be related to essure. Concerning the injuries reported in this case, the following were reported via social media: medical device removal, endometrial ablation, infection, pyrexia, headache. Most recent follow-up information incorporated above includes: on 30-dec-2019: this record was detected to be a duplicate to record # (B)(4) to which all information was transferred, then this duplicate record # (B)(4) will be deleted. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.